Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the front panel was blinking and the button of the front panel was not working. Olympus (B)(4) checked the subject device and found that all led of the front panel were glowing. There was no report of patient injury associated with the event.